Event description:
Additional information was received indicating the patient was referred to a retina specialist for retina surgery and intraocular lens implantation. An intraocular lens was implanted in (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during phacoemulsification of the right eye (od), a capsule rupture occurred. The surgeon attempted to implant an intraocular lens (iol) into the sulcus and a bent haptic was observed. The incision was enlarged to remove the iol, a vitrectomy was performed, the patient was left aphakic, and the wound was closed with sutures. The patient is expected to return at a later date for iol implantation. In the surgeon's opinion, the most likely cause of the event is a loading error. Additional information was requested but not received.